Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Review of all complaints of (B)(4) - fluid for the period of (B)(6) 2020 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported right side deflation. Devices remains implanted.